Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that partial lead was returned. The lead insulation was abraded which exposed the outer coil at 5.1 cm to 5.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction to the device can.